Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. The customer provided instrument data. The customer reset the instrument and laboratory automation system (las) after 30 minutes. Siemens is investigating the issue.

Event description:
An advia centaur xpt instrument did not send an indexq command, which would release a tube from the instrument for further testing after the sample is aspirated. A customer reported that patient results were delayed about 30 minutes. There are no known reports of patient intervention or adverse health consequences due to the indexq command delaying test results.

Manufacturer narrative:
The initial MDR 2432235-2016-00495 was filed on august 24, 2016. Additional information (01/29/2017): siemens healthcare diagnostics has investigated this issue and identified conditions where tubes received from the lab automation system may not be processed. These conditions are described in issue number 2 of urgent medical device correction (umdc) csw-17-02.a.us, which was sent to customers within the united states in february 2017, and urgent field safety notice (ufsn) csw17-02.a.ous, which was sent to customers outside the united states in february 2017. The umdc and ufsn are entitled "advia centaur xpt multiple software issues - v1.0 to v1.2." The umdc and ufsn describe the issues identified, actions to be taken by the customer, and the risk to health, which is negligible.